Event description:
The customer contacted stryker to report that the therapy cable connector of the device was malfunctioning. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to verify the reported issue. No problem of poor therapy connector contacts was noted and the therapy connector was replaced as a precaution.